Event description:
The pump was returned for investigation. Investigation revealed that the pump had received incorrect software. The blood glucose (bg) unit of measurement in the pump¿s software was showing in mmol/l instead of mg/dl. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/01/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: during investigation, the pump history was reviewed and showed that the blood glucose (bg) unit of measurement was in mmol/l instead of mg/dl and showed on the advanced setup screen. Evaluation revealed that the pump had received incorrect software.